Event description:
Per explanting surgeon the device was known to fail. Surgeon had been notified several years ago by the manufacturer of a voluntary recall. We waited until the device did fail before removing and replacing it with a new cochlear implant.